Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Social worker reported via phone call that the customer was hospitalized. Customer experienced high blood glucose levels and diabetic ketoacidosis. Customer called back stating that the device malfunctioned and had several no delivery alarms. Customer advised there was a crack where the reservoir is inserted and would like a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.